Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported left side "hardness." Additionally, patient reported deflation. Device remains implanted.

Event description:
Patient reported left side "hardness" and deflation. Device remains implanted.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: crease fold, wear abrasion, yellow particles inner the shell and opening on patch bond edge. Leak test and microscopic analysis was performed which identified: opening sharp on patch bond edge and observed void >1 mm in non-textured, valve-to shell-bond area. A dimension measurement in the shell was performed which identify the thickness within specification. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a sharp opening on patch bond edge due to an unidentified (tear) opening. Additional, changed, and/or corrected data: d.9, h.3, h.6.

Event description:
Patient reported left side "hardness" and deflation. Device has been explanted and replaced.